Event description:
Allegedly patient suffered a component fracture while at a music concert. No trauma. Patient is (B)(6).

Manufacturer narrative:
The investigation is not comlplete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event code as 1043534-2012-01142.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. Evidence that product in specification when used.